Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) is being investigated. Upon service investigation a code 107 (abnormal shutdowns) appeared in the monitor's flag files. Engineering investigation is currently underway to determine the root cause for the abnormal shutdowns. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
An (B)(6) female patient's daughter contacted zoll customer support to report that the patient's monitor started gonging and then would not power on. Zoll customer support issued the patient a replacement monitor.